Manufacturer narrative:
Account isolated the incident to the left siderail. Account believes it is the left caregiver board. Tech provided the part info to replace the caregiver board. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the head of the bed is raising when the bed is plugged in.